Manufacturer narrative:
The third party service agent evaluated the customer's device and replaced system pcb assembly to resolve this issue. The battery pins were also replaced as part of maintenance. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, a third party service agent observed the device power off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.